Event description:
Caller reported that the insulin pump returned an error alarm. Caller reported that the insulin pump may have recently been dropped. During troubleshooting, the caller stated that the insulin pump's drive support cap was sticking out. Blood glucose level was 452 mg/dl. Caller reported that the customer was vomiting due to the high blood glucose level prior to the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm could be confirmed for a compromised force sensor system due to the motor error alarm.